Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator due to the charge time measurements exceeding the extended charge time limit. The monitoring voltage was 2.59 and the charge time was 19.2 seconds. The device was explanted and replaced. The patient reported hearing tones prior to the explant procedure. No adverse patient effects due to the replacement procedure were reported.

Manufacturer narrative:
The ICD was given to the patient upon his request therefore the device will not be returned for analysis and boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.